Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient possible communication issues between the sensor and the transmitter on (B)(6) 2015. The distributor did not report any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).